Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product, or photo was returned by the customer. The customer complaint of medication dripping in the chamber could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model, or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd intervascular administration set experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown med delivered via secondary set up. Med to be given over 30 minutes with filter in line. Filter placed at end of secondary tubing, and attached to the fluid bag top port. Med set up on pump correctly. Both the primary and secondary medication were dripping in the chamber with the filter attached to the end of the tubing. This event is an issue with tubing not with the actual alaris pump.